Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 3-4. The procedure was performed under deep sedation (not intubation). Two clips (80607u150, 80607u207) were implanted; however, the mr remained at 3-4. A third clip delivery system (cds) was advanced, but no further mr reduction was possible; therefore, the clip was not implanted and the cds was removed. The mr grade remained 3-4. It was noted that there were no issues with the clips, but that the mitral anatomy was not feasible for mitraclip therapy. On (B)(6) 2018, the following day, pneumonia occurred due to the long time of treatment. On (B)(6) 2018, the patient died due to the pneumonia. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported unchanged mitral regurgitation (mr) could not be determined. The reported pneumonia (infection) was due to prolonged treatment that resulted in aspiration pneumonia. The subsequent reported death appears to be the due to the pneumonia. The reported patient effects of death, infection and worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded that in this case, death was due to pneumonia and was independent from the device, but possibly the worsening of the clinical condition leading to death was related to the procedure.